Event description:
Related manufacturer report number: 3006705815-2023-06774. It was reported the patient experienced ineffective therapy stimulation due to both implanted leads migrating. It was noted that the patient had reported a fall in several months prior. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.